Event description:
Additional information stated there was pain at the implant site and there was no improvement of symptoms. The ins was moved to the abdomen on 2013-(B)(6) because of pain in the buttock area, but now there was significant abdominal pain. It was noted all modalities of programming was tried with no relief of pain or discomfort or improvement of urinary symptoms. The battery and lead were explanted on 2013-(B)(6).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient previously had the implantable neurostimulator (ins) placed in the buttock. It was noted that the ins was moved to the abdomen but the patient still experienced pain when they moved even small amounts. Additional information received reported that the patient reported pain at the pocket site and could feel it when the stimulation was off. It was noted that the pain was described as ¿muscular.¿ it was noted that impedances were not known.

Manufacturer narrative:
(B)(4). (B)(6).

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, explanted: (B)(6) 2013, product type: lead.

Event description:
It was later reported the patient had good results with their trial and then they had pain at the site of their battery since implant. It was stated the patient had no improvement of symptoms and all modalities of programming were tried with no relief of pain or discomfort or improvement of urinary symptoms. It was noted the patient's device was re-sited to the abdomen on (B)(6) 2013 because they had pain in their buttock area, but then they had significant abdominal pain. Reportedly, they tried program changes, switching the battery on and off and there was no change in the pain and no improvement of urinary symptoms. It was stated the patient had their lead and battery explanted on (B)(6) 2013.